Event description:
During an incident in 2004, involving a patient suffering from a drug overdose and "down" upon arrival, this defib was attached and it kept prompting "check electrodes" and shutting down. The patient was transported with a pulse to the hospital. They were using kendal meditrace defib/electrode pads expiration date 04/2004. The unit was tested with kendal pads at the station and had no problem getting a good connection on a fireman.